Event description:
In 2001 the hospital has a vha iics, pm78-1, that heated up around the power cord going into the pm78-1 ac receptacle. 'Smoke was barely visible'. The power cord going down into the vertical post was overheated and the 'female receptacle' (the male connector) 'has a hole burned in it'.